Event description:
The customer stated that the insulin pump had a blank display. The customer stated that the display would return after a battery change and then it would go blank again. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.